Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis findings from the device memory are as follows: oversensing due to non-physiologic signals/sic (sensing integrity counter); a right ventricular lead integrity alert (lia) was triggered on (B)(6) 2013 for abnormal lead impedance and ventricular sic; the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Fourteen (14) non-sustained episodes and 11 episodes of ventricular fibrillation (vf) less than 220 ms cycle length were recorded on (B)(6) 2013. Seven thousand six hundred and twenty seven (7627) of 8721 lifetime ventricular sic occurred since (B)(6) 2013. Ventricular pacing impedance rose from an approximate baseline of 500 ohms to over 4000 ohms on (B)(6) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6721l-50 defib epicardial lead, (B)(6) 2010; 6721m-50 defib epicardial lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks and that there was a possible right ventricular lead fracture. It was further reported that there was oversensing/noise and high impedance also observed in the lead. The lead was programmed off and remains in the patient. No further patient complications have been reported as a result of this event.